Event description:
Consumer called to report their pt's meter to running too high. Analysis run on clark error grid using mean avg. Reading (263) as ref. Point vs. Bd readings of 429, 97 yielded data points in the c/ d zone of the grid, outside of acceptable limits.